Event description:
Same case as MFR #: 2134265-2009-07096. It was reported that during a coronary drug eluting stenting treatment procedure, a vessel perforation occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, mildly calcified left anterior descending artery (lad). A non-bsc guidewire was placed in the lad and another was placed in a diagonal (dx) branch. The dx lesion was predilated with a 2.5x15mm flextome cutting balloon, inflated to 6 atm for 120 seconds. A picture was taken and everything looked good. A 3.00x25mm maverick balloon was used to predilate the mid-lad, inflated to 9 atm for 20 seconds. A picture was taken and everything looked okay. A 3.50x32mm taxus liberte stent was deployed, inflated to 14 atm for 30 seconds. A picture was taken distal to the 3.50x32mm stent. There appeared to be more lesion or a spasm that needed to be treated. A 3.50x12mm taxus liberte stent was delivered through the 3.50x32mm stent, in an overlapping manner. A picture was taken and the lad had completely perforated. Anticoagulants were stopped and the pt was prepped for surgery. The pt experienced tamponade and "crashed". In an attempt to prevent the perforation from getting worse, a 3.75x15mm quantum maverick was inflated in the mid lad. The pt was taken from the cath lab to surgery. Pt's status reported as "stable".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.